Manufacturer narrative:
As the monitron device is used with the vdr-4 ventilator, a life supporting device, and a malfunction was communicated to have occurred, this event is being reported. This MDR is being submitted delayed, as more information was trying to be obtained. At this time, no additional information has been received by the customer. Multiple attempts have been made to gather information related to the patient and event, but no response has been received. Additionally, the device has not been returned for internal investigation. If more information is received, a follow up MDR will be submitted.

Event description:
On (B)(6) 2025, it was communicated by the customer that the monitron device malfunctioned while in use on a patient. It was stated that the transducers were failing and providing inaccurate values on the display. No patient harm was reported. However, as the monitron device is used with the vdr-4 ventilator, a life-supporting device, this event is being reported.